Event description:
Patient has been having trouble with her infusion sets occluding for the last month. The device would display the 04 (occlusion) error showing the occlusion with the infusion sets. The patient stated that she could usually get the pump to work after a while, but the occlusions would keep happening. She also stated that she is not sure if her pump or infusion sets are to blame, but on several occasions her blood glucose levels have been up to (496 mg/dl). She stated she was hospitalized for this before, but she does not remember exactly when. They gave her insulin to bring her blood glucose level down.